Manufacturer narrative:
(B)(4). Concomitant products: guide wire: 0.018" wire (v18 boston scientific); sheath: 6 french sheath (destination terumo); stent: 5x60 mm supera stent (2). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
The procedure was to treat a lesion in the proximal popliteal artery. Due to an acute right occlusion starting from the proximal popliteal artery a thrombolysis was performed using the cross over technique. After 24 hours a severe stenosis of the popliteal artery and tibioperoneal trunk was still evident. The pta was unsuccessful. Pre-dilatation was performed using an unspecified 6mm balloon that was inflated to 12 atm for 2 minutes. Two 5x60 mm supera stents were implanted in proper position and without complication. The third supera stent was advanced toward the target lesion. The deployment lock was unlocked, the thumb slide was advanced distal but there were issues with the thumb slide. The stent partially deployed. The supera was pulled back inside an unspecified 6 french sheath. The stent and sheath were both pulled back up to the site of the puncture in the left groin and patient was sent to surgery to remove the stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The cine of the event was received and reviewed by an abbott clinical specialist who concluded the following: the partially deployed supera is confirmed by these images. The supera stent at the groin site is also confirmed. This is consistent with the report that the physician stated that the supera stent was not able to be fully deployed. The self expanding stent system (sess) was not returned. The stent implant was returned partially inside a non-abbott guiding catheter. Based on visual analysis of the returned device, there is no indication of an issue caused by, or related to the design, manufacture, or labeling of the device. A conclusive cause for the reported deployment difficulty could not be determined. The additional damage to the device and removal of the device via surgery is due to operational context. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed medwatch, return device analysis revealed that the stent system tip including the inner member was separated. The site responded that the tip of the supera stent did not become separated during the procedure, therefore this must have happened in preparation for transit. No additional information was provided.